Event description:
Information was received indicating that a smiths medical pump was implicted in an event. The patient stated, woke up monday with a full syringe after running her subcutaneous remodulin cadd ms3 pump for 2 days. Had trouble sleeping and had hot flashes. It was discovered that there was a second time programmed in the continuous rate. Provided successful troubleshooting and education. Drug name: remodulin 10mg/ml, dose and route: 80.5 ng/kg/min - subcut, frequency: continuous, secondary pah. There were no reported adverse events.